Manufacturer narrative:
Note: the hled series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. A maquet field service technician inspected the device and found the interface was broken at the location of the 2 screws that fix the handle support on the light. After investigation, maquet determined that the most probable cause of this breakage could be an excessive force applied on the handle. A collision with another device or heavy object could have weakened and damaged the interface handle at the location of the fixing screws. The hled user manual indicates to check the lighthead for any damage on a daily basis prior to use. Maquet service replaced the defective parts and returned the device to service. The device remains conform to its specification. It was being used for a treatment on the patient and it is directly involved with the reported incident.

Event description:
The customer reported that the interface of the sterilize-able handle support broke off and fell down, during a surgery. There was no patient involvement and no injuries were reported. (B)(4).